Event description:
Customer reported to beckman coulter, inc. (Bci) that an erroneously low sodium (na) result and a suppressed potassium (k) result were obtained on their unicel dxc 600 synchron instrument and the results were reported out of the laboratory. The sample was drawn from a pediatric pt who was later admitted to the hospital based on the result. The event followed the replacement by the customer of the chlorine (ci) electrode tip on the flow cell of the ise (ion-selective electrode) system. The pt sample was rerun at the hospital and the ise results were found to be normal. While there is no report of any adverse event or serious injury related to this event, there was a change to pt management.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting to the system. The fse cleaned the flow cell and discussed with the customer flow cell operation, the flow cell cleaning procedure and the need to calibrate all ise (ion-selective electrodes) on the flow cell after performing maintenance. While this measure may have resolved the problem, a clear root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted from january 1, 2008 through october 23, 2010 for additional reportable events.